Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was 1.2 mmol/l. Customer also reported suspected that insulin pump was not working correctly. Customer was picked up by ambulance and was given glucagon. Troubleshooting was performed. Went out of auto mode because customer did not enter blood glucose. The insulin pump will be returned for analysis.